Event description:
It was reported that the device fired malformed staples. The staple line had to be hand sewn. Consequently, the operating room time was extended by 1 1/2 hours. There were no additional patient consequences.